Event description:
Pt has been on an ht50 for approx 2 weeks. Customer says that when they plug in an external battery, the ht50 displays a "no ext. Power" message and the internal battery led remains lit. Customer tried external battery on another unit and it operates as it should. Additionally, at approx 6:30 this morning (on the event's day), pt's mother happened to wake up to find her 6 month old daughter blue and foaming at the mouth with the trachea still inserted and the ventilator operating normally. The pt was rushed to the emergency room where it was determiend that the end of the trachea had a mucus plug partially occluding the trachea. Customer was unable to determine whether the pt's mother indicated that any alarms were given.